Event description:
It was reported that when using the bd pyxis¿ es server system had an issue where new patients and orders not crossing over on multiple stations. However, there were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.]" A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where new patients and orders not crossing over on multiple stations. A technical support specialist (tss) accessed the server via securelink, where downtime queries were executed on structured query language (sql), and carefusion coordination engine (cce) time was verified to be in synchronization with the server time. The disconnected flag was checked and confirmed as 0. The following services were restarted: data synchronization service 1.0, bd external messaging, bd maintenance, and bd job scheduler. Access to health sight viewer (hsv) showed no patient or order delays, however, 165 devices were found manually placed on critical override (co). Verification in pyxis enterprise server (pes) order settings showed that patient details were populating, while orders were not populating. Communication with the customer provided sample order details and confirmed that the issue persisted. A restart of all services, including net services and inbound messaging, was completed. Messaging status verification showed messages were current, with the queue increasing to approximately 50 messages before starting to drain. Re-execution of queries continued until all messages were successfully drained. Validation of the provided patient and order details confirmed that both were populating correctly. Follow-up communication with the customer confirmed that orders were crossing over properly and no issues were observed. The system functioned as intended after the technical support specialist troubleshot the device.